Manufacturer narrative:
The returned valve was patent and passed siphon, and reflux testing. It was within specifications for all pressure-flow and preimplantation tests. The valve did not pass the leakage test due to a tiny tear in the top of the delta chamber. This damage is similar to damage which may be caused by contact with a sharp object. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture.

Event description:
It was reported that there was a leak in the delta chamber three months after implantation.